Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Overall analysis was able to confirm the allegation made against the lead in the field.

Manufacturer narrative:
This rv lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during an implant procedure, this right ventricular (rv) lead was positioned in the heart but inadequate amplitude measurements were observed. During an attempt to reposition the rv lead, the helix would not extend properly causing the physician to believe the lead may have fractured. The rv lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.